Event description:
It was reported that during a right ventricular automatic threshold (rvat) test there was loss of capture at 4.5v. However, all subsequently tests show thresholds less than 1v. Technical services is unsure what the remote monitoring company was flagging as loss of capture. At this time, the rv lead remains in service. No adverse patient effects were reported.